Event description:
There were no verbal instructions from the defibrillator. Equipment was undergoing a daily test prior to use on a patient. Manufacturer response for external defibrillator: the manufacturer did conduct a review of the device.